Manufacturer narrative:
(B)(6).

Event description:
The customer reported that they had erroneous results for five patient samples tested for troponin t quantitative (tnt) on a cobas h 232 analyzer. The cobas h 232 analyzer is not sold in the united states, nor is it like or similar to a product sold in the united states. When tested with tnt test strip lot number 28245615, all five patient samples resulted as 50-100 ng/l (positive) when initially tested on the cobas h 232 analyzer. The same 5 samples were tested again on the cobas h 232 analyzer using tnt test strip lot 28207115 and all samples resulted as < 50 ng/l (negative). The patients' doctor saw the initial positive results and did not trust them. He sent the patients to a hospital for re-measurement. When tested for tnt at the hospital, the results from all 5 patients were negative. The specific result values from the hospital and the test method used were not provided. The patients were not adversely affected. The cobas h 232 analyzer serial number was asked for, but not provided.